Manufacturer narrative:
The customer¿s reported problem was confirmed. Complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 lcd no display account name: unitypoint health meriter account #: (B)(4) asset name: asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports no display on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: unit under warranty and customer requested to send in for repair. Transferred to repair team for further assistance. Ended call